Event description:
As reported by customer, during a pta procedure in the left antebrachial vein, after pressurizing the balloon catheter with the encore inflation device several times, the pressure gauge suddenly stopped. The inflation device was exchanged for another encore, and the same balloon was inflated successfully and the procedure completed. There were no patient complications. The used, malfunctioning device was disposed of at the hospital because of hbv contamination.

Manufacturer narrative:
A device history review performed on the reported lot number identified no quality deviations associated with the manufacture of this device. A review of similarly reported inflation device failures over the past 15 months did not indicate the presence of an adverse trend. As the sample was disposed of at the hospital a device evaluation could not be performed and the failure was unable to be confirmed. Although possible causes of gauge failure include overpressurization during use or if the device was subjected to severe impact, the exact cause of this reported event is unable to be determined.